Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 52 mg/dl. Customers blood glucose reading at the time of call was 140 mg/dl. The customer did not experienced any symptoms of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with glucose tablets for low blood glucose event. Customer alleged for under delivery of insulin. Troubleshooting was performed. The device will be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement test, active current measurement test and displacement accuracy test at 0.0869 inches. Successfully uploaded to carelink and generated reports. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Successfully downloaded pump history files and traces using thus. Verified normal bolus delivered on: (B)(6) 2022 at 14:02:57.000 of 4.4 units, (B)(6) 2022 at 15:26:35.000 of 7.8 units and (B)(6) 2022 at 22:47:19.000 of 3 units. Pump was cut open for visual inspection and found no physical and moisture damage on electronic assembly. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for pump possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement test, active current measurement test and displacement accuracy test at 0.0869 inches. Successfully uploaded to carelink and generated reports. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Successfully downloaded pump history files and traces using thus. Verified normal bolus delivered on: (B)(6) 2022 at 14:02:57.000 of (B)(4) units, (B)(6) 2022 at 15:26:35.000 of (B)(4) units and (B)(6) 2022 at 22:47:19.000 of (B)(4) units. Pump was cut open for visual inspection and found no physical and moisture damage on electronic assembly. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for pump possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.